Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Results: the visual inspection of the returned complaint chamber revealed that the bag spike and the waterfeed set tube had separated. A lot check revealed (B)(4) similar complaints of this nature for this lot number. Conclusion: the cause of the fault was determined to be insufficient amount of glue being applied to the feedset tubing at the spike. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).

Event description:
A hospital in (B)(6) reported that there was water leakage between the feedset tube and the bag spike of two mr290 autofeed humidification chambers. No patient consequence was reported.

Event description:
A hospital in (B)(4) reported that there was water leakage between the feedset tube and the bag spike of two mr290 autofeed humidification chambers. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare, (B)(4). We will provide a follow up report upon completion of our investigation.